Event description:
Iridex became aware of a patient experiencing scleral perforation during treatment using a g-probe and cyclo g6 laser system based on the information provided, it appears the treatment was performed within specifications. A definitive root cause could not be determined. Follow up emails with the clinic has confirmed that no laser malfunction was observed during the procedure. The treating physician did not observe any contamination at the tip of the device and confirmed the absence of pigmentation in the eye prior to the procedure. Engineering failure analysis has not yet been performed because the returned probe has not been received. Failure analysis will be completed once the probe is received. If new information becomes available, this record will be amended. The results of post market data review indicate that this failure mode is not occurring with greater severity or frequency based on the number of events reported evaluated against the number of cases performed.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4. 4) part h: update to include that this a correction and additional information report 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant . Note: patient information was not provided, therefore part a is not filled out.

Event description:
Iridex became aware of a patient experiencing scleral perforation during treatment using a g-probe and cyclo g6 laser system based on the information provided, it appears the treatment was performed within specifications. Follow up emails with the clinic has confirmed that no laser malfunction was observed during the procedure. The treating physician did not observe any contamination at the tip of the device and confirmed the absence of pigmentation in the eye prior to the procedure.